Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This cardiac resynchronization therapy defibrillator (crt-d) battery capacity had depleted and noted was programmed high on right ventricular (rv). The device was scheduled for change out and will be return for analysis to ensure it depleted as expected. To date, the device remains in service. No adverse patient effects were reported.